Event description:
2000: patient undergoes placement of aaa graft. During procedure, plaque is dislodged, leading to distal branch occlusion. There is mild iliac dissection, resolved by placing additional wall stent. Patient recovers normally. 2001: aneuryms sac has decreased in size, but patient complains of numbness and tingling in right leg. 2002: patient presents with acute right lower extremity ischemia. Resolved with placement of gore-tex graft. Six days later: patient presents with extensive bilateral deep vein thromboses. Patient diagnosed with multisystem organ failure, with progressive renal failure. Significant necrosis of both forefeet, with amputation performed. 2005: patient undergoes procedure for replacement of infected stent graft. Graft discarded.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.